Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke automatically during the suture. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke automatically during the suture. Another like device was used to complete the procedure. There were no patient consequences reported.